Event description:
This report is being filed after the subsequent review of the following journal article: veruva, s.y., lanman, t.h., hanzlik, j.a., kurtz, s.m., and steinbeck, m.j. (2014). Case report: rare complications of osteolysis and periprosthetic tissue reactions after hybrid and non-hybrid total disc replacement. European spine journal, doi 10.1007/s00586-014-3535-0. This was a retrospective review of a study in which the purpose was to report 2 osteolysis cases after prodisc-l lumbar disc replacement. The study population included 2 male patients. They suffered from lumbar disc herniation and radiculopathy. One patient required a multi-level treatment and chose a hybrid fixation with prodisc-l total disc replacement (tdr) and fusion. The other patient received 1 level of prodisc-l tdr. Both patients had revision surgery in which the tdrs were removed. Periprosthetic tissue specimens selected from regions adjacent to the implant were obtained. Both patients developed osteolytic lesions in vertebrae adjacent to the implant. Patient 1 is a (B)(6) male who had multi-level treatment for discogenic collapse with lower back pain and radiculopathy at l5-s1. He is referred to as the hybrid case and experienced heterotopic ossification and tissue necrosis due to the wear-induced inflammation (aka, pain, osteolytic cysts, wear debris and inflammation). This is report 2 of 6 for (B)(4). This report is for an unknown inferior endplate prodisc-l with unknown part and lot numbers. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.